Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticpated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International customer reported that an air leak was noted upon activation of the device. The device was exchanged for a new device. No further information was provided.